Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving fentanyl (1500 mcg/ml at 535 mcg/day) via an implanted pump. The patient¿s medical history was back pain. The indication for pump use was spinal pain. It was reported by the patient that she had a revision done in (B)(6) 2021, but the pump was continuing to flip, and she was not getting adequate pain control. Per the refill nurse, she agreed with the patient regarding the pump flipping and stated that the actual volume at her refill on (B)(6) 2021 was 12.5 ml and the expected volume was 2.5 ml. The nurse also stated that at subsequent refills the actual volumes had been within normal limits. At her last refill on (B)(6) 2021, the actual was 8.2 ml and the expected was 6.7 ml. The issue was not resolved at the time of the report.